Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) em2400 valve sets leaked from the ports. This was observed during pumping solution into the bags. The leak was going into other solution and resulting in cloudiness. There was no noticeable damage to the sets. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from november 09, 2021 ¿ november 10, 2021. H10: two (2) actual samples were received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on 1 randomly selected sample which revealed a leak from port 2. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.